Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During an emergency coronary procedure, the collimator failed causing the system to go into bypass mode. A system restart was attempted to recover from bypass mode, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure continued. The procedure continued for approximately another hour when the patient passed away due to complications of their disease.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a defect in the collimator control unit (ccu) was initiated and the system shut down. The ccu controls the administration of dose. In the event of a failure, x-ray is interrupted and the system is switched into a safe state to prevent dose errors. Following the exchange of the collimator, the system works as specified and the issue did not recur. The manufacturer is not considering further actions resulting from this event.